Manufacturer narrative:
H6: work order search: no similar complaints within associated lots found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -5.5/3.0/118 (sphere/cylinder/axis) was implanted as a replacement lens into the patient's right eye (od) on (B)(6) 2023. The exchanged was due to low vault and refractive surprise. The problem was not resolved. Reportedly, "surgeon decided to monitor the patient closely and check if the rx is stable."